Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for a band ligation procedure on (B)(6) 2013. According to the complainant, during the band ligation procedure, while inside the patient, the ligation bands did not release onto the target site. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual examination was performed on the returned device. Upon investigation, it was noted that the ligator had all seven bands remaining, with two bands partially deployed. The ligator teeth were not damaged. The trip wire was not properly cinched into the handle slot. The handle would not turn freely when rotated. The handle spring was observed to be severely deformed, preventing the handle from rotating properly. The spring was folded back along itself. It appeared that the handle was forcefully rotated in the wrong direction, causing the spring to become bent, and preventing proper rotation of the handle. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for a band ligation procedure on (B)(6) 2013. According to the complainant, during the band ligation procedure, while inside the patient, the ligation bands did not release onto the target site. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.